Manufacturer narrative:
The investigation is ongoing, a supplemental report will be submitted upon completion.

Event description:
Edwards received notification from a field clinical specialist that a patient underwent transfemoral tavr with a 23mm sapien 3ur valve. As reported, upon valve alignment, (in a straight segment), there was a good amount of tension in the system. The balloon came fully inside the valve. Tension was released with lock-unlock of the fine adjustment wheel. Crossing the native valve, it was noticed that the distal marker being a few mm ahead of the valve. Seeing that we expected the distal end of the balloon to inflate first followed by the aortic side of the balloon. However, upon very slow inflation the proximal aortic end of the balloon expanded first. Seeing that the implanter pushed down on the endoflator harder and the ventricular side expanded. The results were good, with 90/10 deployment, no leak, and low gradient.

Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up and completion of the engineering evaluation. Corrected h6 codes per new information and engineering findings. Additional information received from the field clinical specialist that there was no resistance between the delivery system and the esheath during insertion. The valve moved after flex tip retraction, the team tried to bring it back in but it kept sliding distal. Roughly 80% of the proximal end was inflated and the team saw rapid distal end inflation that followed. The device was not returned for evaluation as it was discarded. Therefore, a no product return engineering evaluation was completed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints of valve alignment difficulty, valve movement on balloon during positioning, and valve inflation difficulty were unable to be confirmed as no returned device or relevant imagery was provided. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. In addition, the complaint device lot number was not provided, and a DHR and lot history review were unable to be performed. Therefore, the presence of a manufacturing non-conformance was unable to be determined. A review of the IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, ''upon valve alignment, (in a straight segment), there was a good amount of tension in the system. The balloon came fully inside the valve. Tension was released with lock-unlock of the fine adjustment wheel. Crossing the native valve, it was noticed that the distal marker being a few mm ahead of the valve. Seeing that we expected the distal end of the balloon to inflate first followed by the aortic side of the balloon. However, upon very slow inflation the proximal aortic end of the balloon expanded first. Seeing that the implanter pushed down on the endoflator harder and the ventricular side expanded.'' Per additional follow-up, it was clarified that ''the valve moved after flex tip retraction, the team tried to bring it back but it kept sliding distal. Roughly 80% of the proximal end was inflated and the team saw rapid distal end inflation that followed.'' For the complaint of valve alignment difficulty, the evaluation of provided 3mensio observed the presence of tortuosity in the patient anatomy. If the thv was unseated from the flex tip during alignment, it could have resulted in higher-than-normal alignment forces creating high tension in the system, which could have consequentially led to the reported valve alignment difficulties. In addition, asymmetrical deployment was observed that appeared similar to the constrained inflation described in product risk assessment (pra), in which a detached distal sheath tip was identified as a potential contributing factor to constrained inflation. While detachment of the sheath tip was not confirmed in this case, it cannot be ruled out that a detached distal tip may have been positioned near the crimped valve during advancement. Such an interaction could have increased friction during advancement and alignment. This increased resistance may be associated with the reported difficulty in valve alignment. However, due to insufficient information, a definitive root cause is unable to be determined at this time. No device or labeling problem was identified during the evaluation. Therefore, no further escalation corrective or preventative action is required. For the complaint of valve movement on balloon during positioning, as reported, an increase in system tension was noted during fine adjustment. Navigation of the thv through a tortuous anatomy may result in build-up of tension within the system. As noted earlier, if the thv became unseated from the flex tip during alignment, additional forces applied to complete valve alignment could have further increased system tension. Prior to deployment, retraction of the flex tip may have resulted in a release of this accumulated tension, which could be associated with the observed valve mispositioning. A product risk assessment (pra) was previously initiated to investigate and document the valve movement on balloon issue and its associated risks for the commander delivery system. In the pra, build-up tension within the delivery system during the procedure (e.g., via valve alignment in a non-straight section, torquing of the system, patient tortuosity, etc.) Was identified as a possible cause of valve movement on balloon during flex tip retraction. In addition, if a torn sheath tip was present, interaction between a detached sheath tip and the crimped valve and/or delivery system balloon during valve alignment may have been a contributing factor to a buildup of system tension and subsequent movement on the valve on the balloon upon flex tip retraction. However, due to insufficient information, a definitive root cause could not be determined at this time, and a direct linkage to the pra could not be established. No device or labeling problem was identified during the evaluation. Therefore, no further escalation corrective or preventative action is required. For the complaint of inflation difficulty, the patient screening manual provides guidance on proper assessment of native aortic valve anatomy (e.g., valve type, annulus size, calcium distribution, etc.) And on determining patient suitability for the tavr procedure. An oval annulus and lvot can create uneven resistance and potentially lead to uneven inflation. Patient anatomical factors, such as calcification and aortic angulation, can constrain the delivery system balloon during deployment and may also contribute to difficulty inflating the balloon. Additionally, navigating through tortuous anatomy may cause transient kinking or twisting of the delivery system, which could partially obstruct the inflation lumen and alter fluid pressure transmission to the balloon, resulting in uneven inflation. Investigation results did not conclusively identify the root cause. Imaging review identified the presence of calcification within the patient landing zone, tortuous and calcified access vasculature, an angulated aortic root, and severe elliptical landing-zone geometry. The reported event may be related to patient anatomy, such as annulus shape, valve morphology, and calcium distribution interacting with balloon deployment. Additionally, the asymmetrical deployment as reported is similar to the constrained inflation described in a pra; however, there is insufficient evidence to confirm that the event is related to sheath distal tip separation. Furthermore, no damage to the sheath was reported, the sheath was not returned for evaluation, and no procedural cine during inflation was provided. As the device was not returned, further investigation could not be performed. Based on the available information, the root cause remains indeterminable. No device or labeling problem was identified during the evaluation. Therefore, no further escalation corrective or preventative action is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
Edwards received notification from a field clinical specialist that a patient underwent transfemoral tavr with a 23mm sapien 3ur valve. As reported, upon valve alignment, (in a straight segment), there was a good amount of tension in the system. The balloon came fully inside the valve. Tension was released with lock-unlock of the fine adjustment wheel. Crossing the native valve, it was noticed that the distal marker being a few mm ahead of the valve. Seeing that we expected the distal end of the balloon to inflate first followed by the aortic side of the balloon. However, upon very slow inflation the proximal aortic end of the balloon expanded first. Seeing that the implanter pushed down on the endoflator harder and the ventricular side expanded. The results were good, with 90/10 deployment, no leak, low gradient with invasive measuring. The valve was deployed in the intended location. The implanter was concerned of what happened and why the aortic side of the balloon expanded first, potentially increasing the risk of watermerlon seeding into the lv. The perceived root cause of the event was unknown. There was no damage observed on the devices. Procedural imaging is not available. The patient's final outcome was stable then discharged. The final disposition of the device was discarded

Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up. Updated b5. The investigation is ongoing, a supplemental report will be submitted upon completion.